Event description:
The doctor claims that after implanting the graft in the patient's leg, a clear gelatinous mass that changes color was being exuded from the graft 7 to 14 days later. The incident is being treated by the doctor as an infection. Co has now learned that the graft's catalog number is 381047, batch number 2018162. In addition, the graft was placed into the right leg as an arterio-venous access graft.